Event description:
It was reported that during a follow up in clinic, loss of capture, noise resulting in oversensing, and high pacing impedance were noted on the right atrial (ra) lead. The physician suspected fracture of the ra lead, however, no diagnostic imaging was performed. Provocative testing was performed and the noise was able to be reproduced. The device was reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.